Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of six months due to unknown reasons. The replacement valve is a 25mm 8300ab valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and later through medical records that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of six months to repair aortic pseudoaneurysm and aortic dissection. Pathology report showed signs of calcification on the valve leaflets. The replacement valve is a 25mm 8300ab valve, and patient was released to ICU in stable condition at the end of the procedure. Per medical record, the patient presented with aortic pseudoaneurysm, and aortic dissection was scheduled for an elective procedure. Pre-operative tee showed slightly thickened bioprosthetic valve leaflets with mobile echo density. The ascending aorta was resected and was replaced with a 25mm homograft. The previously implanted valve was resected and sent for microscopic examination. Pathology report showed signs of fibrosis and calcification on the valve leaflets. A 25mm 8300ab intuity elite aortic valve was implanted in replacement. Post bypass tee confirmed excellent left and right ventricles function with no pvl. The patient was transferred to ICU in stable condition after the procedure. The patient was discharged from the hospital on pod# 5.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.